Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated an "in-stent ostial stenosis of the right coronary artery" and a lesion located in the distal right coronary artery (rca). There was no vessel calcification. The ostial and distal rca lesions were pre-dilated with a 2.5mm maverick balloon. Next a 2.75x16mm promus element stent was advanced and deployed in the distal rca without incident. Then a 3.0x16mm promus element stent was and advanced and positioned in the ostial lesion but as the physician was starting to deploy the stent he noticed a slight resistance. He then noted under fluoroscopy that the stent was no longer uniform, "the proximal segment of the stent showed a darker radio opaque image". The physician then decided to pull the 3.0x16mm promus element stent out of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated an "in-stent ostial stenosis of the right coronary artery" and a lesion located in the distal right coronary artery (rca). There was no vessel calcification. The ostial and distal rca lesions were pre-dilated with a 2.5mm maverick balloon. Next a 2.75x16mm promus element stent was advanced and deployed in the distal rca without incident. Then a 3.0x16mm promus element stent was and advanced and positioned in the ostial lesion but as the physician was starting to deploy the stent he noticed a slight resistance. He then noted under fluoroscopy that the stent was no longer uniform, "the proximal segment of the stent showed a darker radio opaque image". The physician then decided to pull the 3.0x16mm promus element stent out of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first three rows on the proximal end of the stent were raised up, misaligned and the struts were pushed in on the body of the stent causing the stent to move forward distally by 3mm. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).